Manufacturer narrative:
The device was received with normal operating currents and no unexpected off no power, weak battery or low battery, battery out limit, failed battery test alarms during testing. The device passed the displacement test, rewind and basic occlusion tests. The device was received with motor error alarm during occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. The device was received with minor scratched lcd window and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 64 mg/dl. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.